Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using pod packing coils (podjs). It was noted that the patient's anatomy was tortuous. During the procedure, while advancing a podj through a non-penumbra microcatheter, the microcatheter kicked out of the target vessel and the physician decided to retract the podj. However, while attempting to retract the podj, it unintentionally detached within the microcatheter. Therefore, the physician removed the microcatheter and the detached coil together. The procedure was completed using a ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.